Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their patient programmer had a non-functional button. The reported the therapy was not as good as it was before. They had turned stimulation up and it seemed to work for a while, then all of a sudden it was not working as well. Patient then used the patient programmer and noticed that the patient programmer was not working. They were able to connect and see the therapy screen, the ins was off and they were not able to turn it back on. Patient tried pressing the ins on button on the call and the lightning bolt was still not there. It appeared the ins on button was not working. The patient was sent a new patient programmer to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the circumstances that led to the sudden return of symptoms was it quit working. To resolve the sudden return of symptoms they reported they got a new machine. It was noted they were able to turn their ins back on with the new patient programmer.